Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was not helping and the patient could not sleep, as they were constantly getting up to go to the bathroom. They were frustrated by this and just wanted the therapy to work for their symptoms. All the stress caused them to have high blood pressure. They were walked through turning stimulation on (it was unknown why or for how long stimulation had been off), and increasing to a level that was strong/comfortable. The patient planned to monitor their symptoms now that a change was made and would follow up with their doctor if it did not resolve.